Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by field clinical specialist, six months post implanted of the 20mm sapien 3 ultra resilia valve, the valve had a successful post dilatation due to mild to moderate pvl. No pv recorded by echo after post dilatation. There was discussion regarding the cause of the pvl. It is only speculation, but possibly recoil of the valve. The initial implant was a commercial case.

Manufacturer narrative:
The device was not returned to edwards lifesciences so a no product returned engineering evaluation was performed. As no device was returned, no visual inspection, functional testing or dimensional testing could be performed. Imagery was provided by the complaint site, and it was reviewed; however, it was not relevant to the complaint event, because it was pre-tavr. The work orders related to the manufacturing o f the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial number and revealed one other complaint relating to the related complaint code. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u/s3ur thv IFU was reviewed. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include paravalvular or transvalvular leak. It also warns incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. No IFU/training deficiencies were identified. As the paravalvular leak' was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The paravalvular leak was unable to be confirmed due to unavailability of relevant imagery or medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''six months post implanted of the 20mm sapien 3 ultra resilia valve, the valve had a successful post dilatation due to mild to moderate pvl'', and ''there was discussion regarding the cause of the pvl. It is only speculation, but possibly recoil of the valve''. Due to limited information provided, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra is required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The I fu and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.